Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 300 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilled. The following information was provided by the initial reporter: "customer claims that citrate tube under fill the recommended blood volume of the tube. This issue appear close to expire date on the tube."

Event description:
It was reported that 300 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilled. The following information was provided by the initial reporter: "customer claims that citrate tube under fill the recommended blood volume of the tube. This issue appear close to expire date on the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-01. H.6. Investigation summary bd received 24 samples, but no photographs were provided by the customer in support of this complaint. The samples were not able to be evaluated as the returned samples expired 2020-08-31. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.